Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Visual inspection noted one unopened hydrosil intermittent catheter was received. Visual evaluation noted no obvious defects. Further testing required. The outer diameter of the shaft measured to be 0.1720" which was found to be out of specification (0.157" +/- 0.013"). The outer diameter of the catheter was also measured 1" back from the tip and measured to be 0.1315". Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the intermittent catheter varied in size. Patient explained the tip of the catheter that could be either thick or thin. It was also stated that out of the 6 boxes patient received only around 3 boxes were usable and explained patient felt through the packet which ones were suitable or not. The thicker ones were not usable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the intermittent catheter varied in size. Patient explained the tip of the catheter that could be either thick or thin. Also stated that out of the 6 boxes patient received only around 3 boxes were usable and explained patient felt through the packet which ones were suitable or not. The thicker ones were not usable.